Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the band was attempted to be release; however, the band did not deploy. Another attempt was made but two bands deployed at once. The banding procedure was cancelled. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Problem code 1484 for the reportable issue of bands prematurely deployed. Block h10: a speedband superview super 7 was returned with the ligator head for analysis. A visual examination of the ligator head found three bands present which were moved out of its original position. It was also noticed that the ligator teeth were bent and the suture was intact. The trip wire was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. Based on the evaluation of the returned ligator head, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity which could have contributed with the reported issues. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2019 according to the complainant, during the procedure, the band was attempted to be release; however, the band did not deploy. Another attempt was made but two bands deployed at once. The banding procedure was cancelled. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event.